Manufacturer narrative:
Examination of the returned trial confirmed the majority of the center peg broke off. The cause is attributed to misuse and/or heavy usage. The product was severely damaged and the vendor date code to determine the age was worn off. A two-year search of the complaint database did not identify a trend. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The tip of the trial broke during surgery. The broken tip was not retrieved. Surgical delay of one hour is reported.